Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the right ventricular lead. The lead was turned off. The right ventricular pacing was later turned on with low output and remains in use. The patient is a participant in the attain stability quad clinical study. No further patient complications have been reported as a result of this event.